Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and setscrew marks noted on the terminal pin and in the correct location. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil) had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the one month post implant follow-up, high out of range pace impedance measurements and high thresholds, were observed. The physician elected to reposition the lead at which time the helix become non functional and the lead required replacement. A new ingevity lead was implanted without incident and the explanted lead was returned for analysis. No resulting adverse patient effects were reported and it was noted that the helix did exhibit rotation post explant, once the tissue was cleaned.

Manufacturer narrative:
Following completion of laboratory analysis, another report will be completed.

Event description:
It was reported that during the one month post implant follow-up, high out of range pace impedance measurements and high thresholds, were observed. The physician elected to reposition the lead at which time the helix become non functional and the lead required replacement. A new ingevity lead was implanted without incident and the explanted lead is intended to be returned for analysis. No resulting adverse patient effects were reported and it was noted that the helix did exhibit rotation post explant, once the tissue was cleaned.